Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). Block h6: medical device problem code a150103 captures the reportable event of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation noted that the trip wire was not secured in the handle slot and visual evidence suggested that the slack on the trip wire was not removed during the device setup. There were four bands attached on the ligator head and one was slightly moved. The ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured, and the slack was not properly removed. Failure to follow these steps can cause the trip wire to slip through the handle assembly and affect the bands deployment activity and damage the ligator head teeth. Additionally, it was reported that this device was used in the gastric venous.the IFU states that the speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids.taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a varicose gastric ligation procedure performed on (B)(6) 2021. During the procedure, it was observed that the band was deployed before completing the 180 degree turn of the handle and the audible click. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a varicose gastric ligation procedure performed on (B)(6) 2021. During the procedure, it was observed that the band was deployed before completing the 180 degree turn of the handle and the audible click. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.